Manufacturer narrative:
(B)(4).

Event description:
The surgeon inserted the cc4204a single piece collamer lens and did not like the way it was positioned in the eye. The lens was removed and replaced with another same model lens without any patient injury. The reporter stated the event was the result of a surgeon's choice and there was no product defect.